Event description:
It was reported that a minicap was found to have a dry sponge. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date -- 7/25/14-8/1/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.